Event description:
Blue tip on ligasure precise tissue fusion open instrument left blue marking on tissue. Device functioned correctly for a few times and then left blue mark on patient tissue. No apparent patient harm.